Event description:
It was reported by service report that the scale was giving an error on the footboard and it would not zero. It is unk if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: load cell.